Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent incisional hernia repair surgery on (B)(6) 2015 and mesh was implanted. It was reported that the patient underwent revision surgery and recurrent incisional hernia repair surgery on (B)(6) 2017 during which the surgeon noted secondary to previous abdominal surgeries with placement of sublay mesh, the dissection into the abdomen was very tedious and adhesiolysis was performed for approximately 120 minutes. The omentum was strongly adhered to previously placed sublay mesh. It was reported that the patient experienced severe pain, discomfort, nausea and inflammation. No additional information was provided.